Event description:
During a follow up performed in 2008, the pacemaker involved in this MDR report was found in standby mode. The interrogation of the pacemaker could not be completed: error message related to the telemetry were displayed stating that downloading data into the implant memory failed. However, pacing pulses were correctly delivered in both channels (ddd mode, 60min-1) and normal magnet operation was observed. A complete pacemaker re-initialization was attempted to 6 days later, which failed.

Manufacturer narrative:
This event concerns a device that was manufactured, and used outside the united states. See scanned page.